Event description:
Event occurred in india. Conflicting results on 1 patient. Patient symptoms: mild chest pain. Diagnosis: mild mi w/ delay in treatment. Cardio 3 tni= 0.04 ng/ml; cutoff: >0.02 ng/ml.. Sob tni= <0.05 ng/ml; cutoff: >0.40 ng/ml.. Comparative vitrostni= 0.0445 ng/ml; cutoff: 9 pg/l (f), 12 pg/l (m).

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house testing of retained devices of lot number t13650n. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. The lot performed within specification. Manufacturing batch records for lot t13650n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.